Manufacturer narrative:
(B)(4). Additional information: manufactured on november 10, 2014 - november 11, 2014. The device was returned for evaluation. A visual inspection revealed white particle floating in the solution of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained white particulate matter floating in the solution. This was noted before use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.